Event description:
It was reported that the customer was receiving a no delivery alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Troubleshooting was performed and it was explained that there may be a possible site-related issue. Customer advised to change the entire infusion set. Infusion set will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.